Event description:
The customer contacted mallinckrodt to report they experienced clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #17: return pressure alarm during the treatment. The customer reported they noticed blood clots in the return line and return bag line after 533ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer had refused the kit return. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. The case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with kit, this MDR will only be against the kit. A batch record review for kit lot k127 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k127 shows no trends. Trends were reviewed for complaint categories, clot observed and alarm #17: return pressure. No trends were detected for these complaint categories. The investigation was completed based on the complaint description and customer provided photographs. The kit and smart card were not returned for evaluation. Examination of the customer provided photographs verify a clot in the patients access line, confirming the reported complaint. The smart card was not returned for evaluation, therefore the reported alarm #17: return pressure alarm could not be confirmed. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. Section 2-9 of the cellex operators manual (1470493 rev 6) for use with software 5.4 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The root cause for the alarm #17: return pressure alarm was most likely due to clots in the kit. The root cause for the clotting observed could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4)